Event description:
It was reported that the patient presented in-clinic for a device changeout procedure. During the procedure the right-atrial (ra) lead and right-ventricular (rv) exhibited difficulty to be disconnected from the pacemaker header. As a resolution the ra lead and rv lead remained implanted, and the device was explanted and replaced. The patient condition was stable.